Manufacturer narrative:
D8 was inadvertently selected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h6 component code. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation for use, found the eye contact of telescope had fallen off, might be caused by disinfection. There were no reports of patient harm.